Event description:
The customer called to report that the insulin pump has been going to suspend mode on its own, without any input by her. The customer was very afraid of using this device, and requested a replacement. The customer also reported that she had been hospitalized due to high blood glucose levels approximately three weeks ago. The customer stated that she was dehydrated and sick. The customer stated that the insulin pump was working fine, but her settings needed to be adjusted. The customer had no further information.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.